Event description:
It was reported that the patient presented as stemi and was transferred from another hospital with an intraaorta balloon pump and thrombosis. The balloon pump was removed and the left groin access site was closed using a perclose device without issue. The right groin was accessed and using a jr4 6 fr guide catheter and a prowater guide wire for the procedure of the non-tortuous, heavily calcified right coronary artery (rca), the 2.0 x 20 mm mini trek balloon dilatation catheter (bdc) was advanced and was inflated/deflated 5 times without issue and removed. The 3.0 x 20 mm rx trek bdc was advanced and positioned and inflated/deflated 4 times at 10 atmosphere (atm) for 3 seconds, 14 atm for 6 seconds, 16 atm at 5 seconds, and 16 atm for 6 seconds. The bdc was removed from the anatomy without noted resistance, however, shaft separation occurred and under fluoroscopy it was noted the balloon markers were visible and remained on the guide wire in the proximal rca. Using a 2.0 x 15 mm rx trek bdc at low pressure inflation the balloon fragment was pinned on the guide wire; the fragment, bdc, guide wire and guide catheter were removed as a system from the anatomy without issue. The vessel was rewired with a prowater guide wire and a jr4 guide catheter and the procedure proceeded using a non-abbott aspiration catheter, multiple non-abbott bdc and inflation/deflations without issue followed by multiple aspirations with non-abbott thrombectomy devices. The patient outcome was stable and satisfactory. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: prowater 180; 300 cm unspecified; guide cath: pigtail jr4 6 fr x2; sheath: 8 fr bright tip; vessel closure: perclose; impela. (B)(4) - above rated burst pressure (rbp). Evaluation summary: the device was returned for evaluation. The reported shaft detachment was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted the trek/ mini trek instructions for use (IFU) states that balloon pressure should not exceed the rated burst pressure (rbp). Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.